Manufacturer narrative:
An investigation was performed in response to a complaint of error 4013 on the aia-360 analyzer. The device was being used for diagnosis during the complaint event. At the customer site, a field service engineer (fse) removed the syringe assembly and inspected all and found coupling between motor and syringe lead screw cracked causing slippage when syringe moved. The crack was due to a component failure. Review of the investigation conclusions indicates that escalation of the complaint for corrective and preventive actions is not warranted. A 13-month complaint and service history review for serial number (B)(4) from the date of 30aug2020 through aware date 30sep2021 was performed for similar complaints. There were no similar complaints identified during the search period. The aia-360 operator's manual under chapter 7- list of error messages states the following: [4013] error message: spec. Sy home not found. Description: the home position of the specimen syringe motor cannot be detected. Troubleshooting: turn the power off and on again. If this problem reoccurs, contact the service department.

Event description:
Customer reported an error 4013 spec. Sy home not found. The error had occurred during a sample run. The power was reset; however, the issue remains. This is a reportable event based on delay of reporting patient results for class a analytes.